Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received a power source alert causing the battery to fluctuate. Customer¿s blood glucose value had no adverse impact. The customer continued to use the pump for insulin therapy.